Event description:
It was reported an over infusion event involving a "routine induction medication", patient received "6.25cml in 3 minutes equaling 375mu." This medication (concentration: 30 units in 500ml IV bag) was intended to infuse at "2mu/min (120mu/hr.) 2cc/hr." The event occurred on (B)(6) 2024 at 7:30 pm. The event reportedly resulted in "tachysystole" (mother) "leading to a fetal heart rate deceleration" (fetus). Patient received terbutaline subcutaneous and eleven (11) minutes later, fetal heart rate "returned to normal". The baby was reportedly "delivered several hours later." Per report, another infusion, lactated ringers at 125ml/hr., was running at the time of the event. The infusion was reportedly programmed via "barcode scanning." Bd alaris pump infusion set ref #(B)(4) was used for this infusion. Refer to pr (B)(4) for the record on mother.

Manufacturer narrative:
Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex g code, remedial action required, remedial action #. Investigation summary: the reported issue that the 8100 over infused was confirmed via log analysis and is attributed to user programming. The log analysis identified a remote IV order infusion of (bcm_alias_ndc: (B)(6)) was started on the suspect pump module on the date (B)(6) 2024 at the time of 7:30 pm. The infusion rate was at 125ml/h with the volume to be infused (vtbi) at 500ml. The above infusion was the same fluid that was infusing on the concomitant pump module with the programmer selecting yes, to proceed and started the infusion. The clinician at the time of 7:35 pm selected the pause key on the pump module. The primary volume infused (pvi) was recorded at 10.738ml. At the time of 7:39 pm the channel off key was selected on the suspect pump module, turning off the infusion. The pvi remained recorded at 10.738ml. Root cause: based on the reported information from the facility that the 8100 over infused, the issue was determined to be user programming. The device log identified that the infusion was scanned in error with the scan being the same fluid as the infusion running on the concomitant pump module and the user selected yes, to proceed with the order and started the infusion. The IV bag had two scannable bar codes on the bag and the lactated ringers barcode was scanned in error instead of the oxytocin bar code. The suspect pump module was tested by the repair center, and it passed with no issues recorded after the incidental repairs were completed.

Event description:
It was reported an over infusion event involving a "routine induction medication", patient received "6.25cml in 3 minutes equaling 375mu." This medication (concentration: 30 units in 500ml IV bag) was intended to infuse at "2mu/min (120mu/hr.) 2cc/hr." The event occurred on 08 may 2024 at 7:30 pm. The event reportedly resulted in "tachysystole" (mother) "leading to a fetal heart rate deceleration" (fetus). Patient received terbutaline subcutaneous and eleven (11) minutes later, fetal heart rate "returned to normal". The baby was reportedly "delivered several hours later." Per report, another infusion, lactated ringers at 125ml/hr., was running at the time of the event. The infusion was reportedly programmed via "barcode scanning." Bd alaris pump infusion set ref #2426-0007 was used for this infusion. Refer to pr (B)(4) for the record on mother.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary the reported issue that the 8100 over infused was confirmed via log analysis and is attributed to user programming. The log analysis identified a remote IV order infusion of (bcm_alias_ndc: 4318) was started on the suspect pump module on the date 08may2024 at the time of 2:05 pm. The infusion rate was at 125ml/h with the volume to be infused (vtbi) at 1000ml. The clinician at the time of 7:35 pm increased the infusion rate to 999ml/h with a remaining vtbi recorded at 311.981ml. The primary volume infused (pvi) was recorded at 688.019 ml when the rate was increased. The clinician terminated the infusion at the time of 7:40 pm by opening the door (door open alarm), removing the administration set (check IV set alarm) and turning off the pump module with selection of the channel off key. The total pvi was recorded at 758.11ml. Subtracting the volume infused before the rate change (688.019ml) from the total volume infused at termination (758.11ml) calculates to a value of 70.091ml infused at the infusion rate of 999ml/h. The inspection and testing process did not find any existing malfunctions, and the suspect pump module infused within specification. Root cause root cause: based on the extensive log analysis, the root cause of the reported issue that the 8100 over infused was determined to be user programming. The device log identified that the infusion rate was manually increased from 125ml/h to 999ml/h at the time of 7:35 pm and infused for approximately 5 minutes at the higher rate before the infusion was manually terminated. The suspect pump module was found to be infusing within specification. Note that this report lists imdrf annex a0401, a040502, a1801 g04037, g02017, c07, c0601, codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.